Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cerebrovascular accident ("stroke") in a 36-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concurrent conditions included asthma and carpal tunnel syndrome. Family history included breast cancer. Concomitant products included gabapentin, nortriptyline, procaterol hydrochloride (pro-air) and seretide (advair). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue"). In 2008, the patient experienced migraine ("migraines") and headache ("headache"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dyspareunia ("painful intercourse") and nausea ("nausea"). In 2016, the patient experienced cerebrovascular accident (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen on the left side pain") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2016.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cerebrovascular accident, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea and alopecia outcome was unknown, the abdominal pain lower, vulvovaginal pain and fatigue was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cerebrovascular accident, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2018: quality safety evaluation of ptc. On 22-jun-2018: medical records received and event painful sex outcome were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cerebrovascular accident ("stroke") in a 36-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concurrent conditions included asthma and carpal tunnel syndrome. Family history included breast cancer. Concomitant products included gabapentin, nortriptyline, procaterol hydrochloride (pro-air) and seretide (advair). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). In 2008, the patient experienced headache ("headache"). In 2016, the patient experienced cerebrovascular accident (seriousness criterion medically significant). On an unknown date, the patient experienced migraine ("migraines"), dyspareunia ("painful intercourse"), nausea ("nausea"), vulvovaginal pain ("vagina pain") and abdominal pain lower ("lower abdomen on the left side pain"). The patient was treated with surgery (plantiff had surgery to remove the essure implant on (B)(6) 2016.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dyspareunia, vaginal haemorrhage, menorrhagia, headache, nausea, alopecia, abdominal pain and cerebrovascular accident outcome was unknown and the fatigue, vulvovaginal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, cerebrovascular accident, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-mar-2018: pfs and medical record received- lot number, reporter information, patient details, other relevant history, product information, concomitant drugs, events- abnormal bleeding vaginal, menorrhagia, headache, nausea, fatigue, abdomen pain, stroke, vagina pain, lower abdomen on the left side pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and dyspareunia ("painful intercourse"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2016.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and dyspareunia outcome was unknown. The reporter considered dyspareunia, migraine and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.